Event description:
Boston scientific received information stating: this patient has a boston device attached to a competitor lead which had a high ventricular threshold of 4v @ 1.0ms both bipolar and unipolar configurations, sensing was satisfactory at 5mv and impedance was 340ohms. Dr tie decided to replace the lead. On x-ray the lead appeared to be in a similar position (active fixation-septal placement) to original implant. The lead was tested following disconnection from the device and found to have the same values, confirming that it was not a device issue, but a lead issue. The lead was replaced with a passive lead in the apex. The lead measurements were good and the patient kept overnight. Dr (B)(6) hospital: (B)(6) australia. Lead implant date (B)(6) 2010, event date (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).